Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a consumer (con) regarding a patient with an implantable infusion pump, receiving morphine with a concentration of 3 mg/ml and a dose of 0.3793 mg/day. It was reported that the pump site had large amount of serous fluid, hcp went to change the pump location to see if this will help with the fluid. There were no contributing factors with the issue. There was no diagnostic troubleshooting performed. The pump was relocated to the left side of the patient¿s body to see if the fluid buildup will resolve. An 8784 connector piece was attached to the pump connecting site. There was a good amount of csf flow when connection was removed. The issue was resolved at the time of the issue. Patient status at time of report is alive no injury.